Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: d4, g4, h2, h3, h4, h6 and h10. The physical evaluation of the device confirmed the image is intermittent when powered on/off due to a defective (qb) board. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that the connector pin was damaged due to unexpected force was applied. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was received by olympus and evaluation of the device is currently in progress. Upon completion of the evaluation results, a summary of the findings will be provided in a supplemental.

Event description:
The user facility reported that the device has no image and goes black. The reporter stated there was no patient harm associated to this report. No additional information was provided.